Manufacturer narrative:
Tech support evaluated the system with biomed who reported they were getting an "image intensifier (ii) misaligned" and a "tube not centered" message at the table. Tech support explained, by design these error messages would prevent fluoro until corrected. Tech support corrected the "tube not centered" message by having biomed extend the park arm over the patient (operator error). The system has been working well since that time.

Event description:
On (B)(6) 2013 customer states via phone that during a stone removal with stent placement the fluoro failed. Staff moved the patient to another room and completed the procedure using a c-arm. No patient details are available. No patient injury.